Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the pilot valve is alarming and shutting down. Additional malfunctions are the power switch has a low audible alarm and the pe valve has low o2/alarms.